Event description:
A malfunction was reported with the code malf 0 displayed, and it was determined that no notable events had occurred prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level. After receiving instructions from technical support, the customer successfully reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which they acknowledged and understood.